Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the physician was concerned that the patients pocket site was not healing well. The patient underwent a revision procedure wherein the ipg was adjusted and the pocket site was washed out with antibiotic solution. The patient was doing well post operatively.